Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a device change, the ra lead was removed and replaced due to decreased sensing, elevated thresholds, left subclavian vein occlusion and persistent atrial fibrillation. Patient was in stable condition.